Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
It was reported that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention. There was patient involvement.